Event description:
It was reported that after a tvt procedure the pt was re-admitted to the hosp for urethral catherization as symptomatic retention. It was noted that the pt had a urinary tract infection but was not cultured to confirm. Retention and discomfort quickly resolved and pt was discharged.